Manufacturer narrative:
A specific root cause could not be identified. Calibration and quality controls do not indicate an issue. Insufficient information was provided for further investigation. The patient was not affected.

Event description:
The user received a questionable troponin t stat generation 4 (troponin t) result for one patient sample. The initial result was 0.041 ng/ml with a data flag and the repeat result was 0.010 ng/ml with a data flag twice. The result of 0.010 ng/ml was reported outside the laboratory. The patient was not adversely affected. The troponin t reagent lot number was 15887701. The field service representative could not find a cause. He cleaned and checked the analyzer and ran performance testing with results within range. He deleted the old calibrations and recalibrated all the assays with no errors. He ran quality control, patient samples and precision testing with all values within range.